Manufacturer narrative:
Product was discarded by the facility/ not returned for investigation. Concomitant bwi product used during the procedure: lasso deflectable circular mapping (product discarded/ not returned for investigation), model #: d-1220-61-s, lot #.: 15223924l. (B)(4).

Event description:
It was reported that a pericardial effusion was occurred during an ablation procedure. A lasso catheter was placed in the ripv (using ibi optima manufactured by st jude medical) and was advanced to rspv. It was while ablating in the right pv (approximately 40 times) that the drop in blood pressure was observed. Body surface echo cardiograph confirmed mild to moderate pericardial effusion. After noradrenalin was administered, the blood pressure increased temporarily from 75 to 230 and then decreased again to 50. Pericardium was punctured and drainage was performed. Approximately 400cc effusion was drained, , before the patient's blood pressure became stable. The patient was transferred to ICU. The physician stated that the event might have occurred during catheter manipulation in left atrium, the event was not device related but procedure related.